Manufacturer narrative:
An investigation has been opened to review historical records and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: complication - stenosis/occlusion of the right femoral artery (rfa), ballooning x2. Additional information on 15nov2022, during a tavr on (B)(6) 2022, ultrasound guidance and micro puncture were utilized to gain access in the rfa. There were no issues advancing procedural sheaths. Protamine was administered intravenously pre closure. Post procedure imaging verified rfa stenosis/occlusion. Percutaneous transluminal coronary angioplasty (ptca) performed to resolve occlusion.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Access was gained utilizing ultrasound and micropuncture. Protamine was administered prior to closure. No issues were encountered delivering the procedural sheath. Following deployment, a post-angiogram verified an occlusive dissection in the right femoral artery. Balloon angioplasty was applied with good result. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The manta instructions for use precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.